Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
A patient reportedblood glucose result of "274 and 52 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Lifescan is replacing meter, test strips and control solution.